Manufacturer narrative:
(B)(4). Method: the complaint iw990 wall mount infant warmer was returned to fisher & paykel healthcare service centre in (B)(6) for service, where it was visually inspected by a trained f&p technician. Our investigation is thus based on the information provided by our service centre in (B)(6). Results: during device servicing, the head case of the infant warmer was found to be cracked. Conclusion: we are unable to determine the cause of the cracked infant warmer head. The warmer head of the iw990 wall mount infant warmer can be swivelled 130 degrees from the center and is susceptible to impact damage, particularly if the head is swivelled. It is also worth noting that the subject iw990 wall mount infant warmer is over 16 years old. The user manual for the iw990 wall mount infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. The subject infant warmer was repaired and was returned to the customer after passing all the required safety and performance tests.

Event description:
A healthcare facility in (B)(6) requested, via a fisher & paykel healthcare (f&p) field representative, a routine service for an iw990 wall mount infant warmer. Upon device servicing at the regional office, it was discovered that the head case was cracked. There was no patient involvement.